Event description:
It was reported that the lead exhibited a capture anomaly, high thresholds, high impedance and was fractured. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received final analysis found that the insulation was abraded and the proximal coil was fractured exposing the proximal coil.